Event description:
Pt was revised to address patella tracking problems. Poly wear on insert an patella were noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as not product was returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.